Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall") and embedded device ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three separate inserts on the right side of plaintiff's pelvis" and device difficult to use "least three coils remain in plaintiff's fallopian tubes". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections"), uterine pain ("uterine pain"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), nausea ("nausea"), skull x-ray abnormal ("calcification of her skull"), dysgeusia ("metallic taste in her mouth"), seizure ("seizures"), genital haemorrhage ("abnormal bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and complication of device removal ("least three coils remain in plaintiff's fallopian tubes"). The patient was treated with surgery (partial salpingectomy to remove the protruding coil) and surgery (partial salpingectomy to remove the protruding coil). One essure was removed. At the time of the report, the fallopian tube perforation, embedded device, urinary tract infection, vaginal infection, uterine pain, alopecia, hormone level abnormal, nausea, skull x-ray abnormal, dysgeusia, seizure, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia and complication of device removal had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, hormone level abnormal, nausea, seizure, skull x-ray abnormal, urinary tract infection, uterine pain and vaginal infection to be related to essure. The reporter provided no causality assessment for complication of device removal with essure. The reporter commented: plaintiff sought medical attention from her health care provider for the forgoing symptoms. At least three coils remain in plaintiff's fallopian tubes and she continues to suffer from the above symptoms. She was currently investigation her options for a removal of the remaining coils. Diagnostic results: on or about (B)(6) 2009, plaintiff underwent an hsg test. The hsg test revealed: (I) three separate inserts on the right side of plaintiff's pelvis and a single insert on the left; and (ii) showed complete tubal occlusion. Or about (B)(6) 2009, plaintiff underwent a laparoscopy to evaluate the cause of her symptoms. During the procedure, physician found that one of the coils in her right fallopian tube had perforated through and adhered to uterine wall. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall") and embedded device ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three separate inserts on the right side of plaintiff's pelvis" and device difficult to use "least three coils remain in plaintiff's fallopian tubes". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections"), uterine pain ("uterine pain"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), nausea ("nausea"), skull x-ray abnormal ("calcification of her skull"), dysgeusia ("metallic taste in her mouth"), seizure ("seizures"), genital haemorrhage ("abnormal bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and complication of device removal ("least three coils remain in plaintiff's fallopian tubes"), bladder infections; pelvic pain; hormonal changes; weight fluctuation; headaches; fatigue; calcification and a metallic taste in her mouth. The patient was treated with surgery (partial salpingectomy to remove the protruding coil). Removal of her right essure on (B)(6) 2009. At the time of the report, the fallopian tube perforation, embedded device, urinary tract infection, vaginal infection, uterine pain, alopecia, hormone level abnormal, nausea, skull x-ray abnormal, dysgeusia, seizure, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia and complication of device removal had not resolved and bladder infections; pelvic pain; hormonal changes; weight fluctuation; headaches; fatigue; calcification and a metallic taste in her mouth was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, hormone level abnormal, nausea, seizure, skull x-ray abnormal, urinary tract infection, uterine pain, vaginal infection, pelvic pain and metallic taste in her mouth to be related to essure. The reporter provided no causality assessment for complication of device removal with essure. The reporter commented: plaintiff sought medical attention from her health care provider for the forgoing symptoms. At least three coils remain in plaintiff's fallopian tubes and she continues to suffer from the above symptoms. She was currently investigation her options for a removal of the remaining coils. On or about (B)(6) 2009, plaintiff underwent a tubal ligation and removal of her right essure coil. Diagnostic results: on (B)(6) 2009: plaintiff underwent hysterosalpingogram which resulted in full occlusion of fallopian tubes. On or about (B)(6) 2009, plaintiff underwent an hsg test. The hsg test revealed: (I) three separate inserts on the right side of plaintiff's pelvis and a single insert on the left; and (ii) showed complete tubal occlusion. Or about (B)(6) 2009, plaintiff underwent a laparoscopy to evaluate the cause of her symptoms. During the procedure, physician found that one of the coils in her right fallopian tube had perforated through and adhered to uterine wall. Most recent followup received on 05-sep-2017 form lawyer. Events bladder infections; pelvic pain; hormonal changes; weight fluctuation; headaches; fatigue; calcification and a metallic taste in her mouth added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / right coil perforated uterus"), fallopian tube perforation ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall / migration of essure device- location of device : right coil"), embedded device ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall"), device expulsion ("migration of essure device location of device: device migrated from fallopian tubes to uterus") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three separate inserts on the right side of plaintiff's pelvis" and device difficult to use "least three coils remain in plaintiff's fallopian tubes". The patient's past medical history included multigravida, laparoscopy, ectopic pregnancy, d & c, cesarean section and miscarriage. Previously administered products included for an unreported indication: vicodin and oral contraceptive nos. Concurrent conditions included bipolar disorder. Family history included delivery. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2008, the patient experienced urinary tract infection ("urinary tract infections / infection (bladder/ urinary tract/vaginal) type: uti"), alopecia ("hair loss"), nausea ("nausea / nausea"), headache ("headaches;"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). In (B)(6) 2008, the patient experienced fatigue ("fatigue / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 4 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced the first episode of hormone level abnormal ("hormonal changes"), mood swings ("hormonal changes describe: mood swings"), acne ("acne") and seborrhoea ("oily skin"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infections"), uterine pain ("uterine pain"), the second episode of hormone level abnormal ("hormonal changes"), bone disorder ("calcification of her skull"), the first episode of dysgeusia ("metallic taste in her mouth / a metallic taste in her mouth"), seizure ("seizures"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), complication of device removal ("least three coils remain in plaintiff's fallopian tubes"), cystitis ("bladder infections"), pelvic pain ("pelvic pain / pain"), weight fluctuation ("weight fluctuation / weight gain/loss (specify which one) both her weight fluctuated"), the second episode of dysgeusia ("metallic taste in fer mounth"), medical device site calcification ("calcification"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), depression ("depression"), vision blurred ("vision/eye problems type: blurry vision"), pelvic adhesions ("pelvic adhesions") and ovarian injury ("damage to ovary"). The patient was treated with antibiotics, surgery (supracervical hysterectomy (uterus only) - and essure coil removal surgical removal of coil(s)), surgery (partial salpingectomy to remove the protruding coil) and surgery (supracervical hysterectomy (uterus only) - and essure coil removal surgical removal of coil(s)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device expulsion, urinary tract infection, alopecia, nausea, seizure, dyspareunia, headache, fatigue, the last episode of dysgeusia, mood swings, acne, seborrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bipolar disorder, depression, migraine, dysmenorrhoea, vision blurred and pelvic adhesions had resolved, the fallopian tube perforation, embedded device, genital hemorrhage, vaginal infection, the last episode of hormone level abnormal, bone disorder and complication of device removal had not resolved, the uterine pain, abdominal pain, abdominal pain lower and pelvic pain was resolving and the cystitis, weight fluctuation, medical device site calcification and ovarian injury outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, bipolar disorder, bone disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device site calcification, menorrhagia, migraine, mood swings, nausea, ovarian injury, pelvic adhesions, pelvic pain, seborrhoea, seizure, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, the first episode of dysgeusia, the first episode of hormone level abnormal, the second episode of dysgeusia and the second episode of hormone level abnormal to be related to essure. The reporter commented: on (B)(6) 2008: essure insertion failed. (Endocavitary bleeding, the tubes were not fully visualized and the procedure was aborted); on (B)(6) 2008 this was introduced into the endometrial cavity without any difficulties. No abnormalities again were noted. Both tubal ostia were identified. The essure coils were deployed bilaterally, to the correct markings without any complications. On (B)(6) 2009: the essure coil was tented up and the adhesions m the corneal region were serially cauterized, thus releasing the essure coil and this was easily removed through the suprapubic trocar. No bleeding was noted at this point. Laparoscopy, tubal ligation done essure coil removal right side. At least three coils remain in plaintiff's fallopian tubes and she continues to suffer from the above symptoms. She was currently investigation her options for a removal of the remaining coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. On or about (B)(6) 2009, plaintiff underwent an hsg test. The hsg test revealed: (I) three separate inserts on the right side of plaintiff's pelvis and a single insert on the left; and (ii) showed complete tubal occlusion. On or about (B)(6) 2009, plaintiff underwent a laproscopy to evaluate the cause of her symptoms. During the procedure, physician found that one of the coils in her right fallopian tube had perforated through and adhered to uterine wall. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, uterine pain, urinary tract infection, complication of device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / right coil perforated uterus"), fallopian tube perforation ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall / migration of essure device- location of device : right coil"), embedded device ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall"), device expulsion ("migration of essure device location of device: device migrated from fallopian tubes to uterus") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three separate inserts on the right side of plaintiff's pelvis" and device difficult to use "least three coils remain in plaintiff's fallopian tubes". The patient's past medical history included multigravida, laparoscopy, ectopic pregnancy, d & c, cesarean section and miscarriage. Previously administered products included for an unreported indication: vicodin and oral contraceptive nos. Concurrent conditions included bipolar disorder. Family history included delivery. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2008, the patient experienced urinary tract infection ("urinary tract infections / infection (bladder/ urinary tract/vaginal) type: uti"), alopecia ("hair loss"), nausea ("nausea / nausea"), headache ("headaches;"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). In (B)(6) 2008, the patient experienced fatigue ("fatigue / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 4 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infections"), uterine pain ("uterine pain"), the first episode of hormone level abnormal ("hormonal changes"), bone disorder ("calcification of her skull"), the first episode of dysgeusia ("metallic taste in her mouth / a metallic taste in her mouth"), seizure ("seizures"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), complication of device removal ("least three coils remain in plaintiff's fallopian tubes"), cystitis ("bladder infections"), pelvic pain ("pelvic pain / pain"), the second episode of hormone level abnormal ("hormonal changes"), weight fluctuation ("weight fluctuation / weight gain/loss (specify which one) both her weight fluctuated"), the second episode of dysgeusia ("metallic taste in fer mounth"), medical device site calcification ("calcification"), mood swings ("hormonal changes describe: mood swings"), acne ("acne"), seborrhoea ("oily skin"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), depression ("depression"), vision blurred ("vision/eye problems type: blurry vision"), pelvic adhesions ("pelvic adhesions") and ovarian injury ("damage to ovary"). The patient was treated with antibiotics, surgery (supracervical hysterectomy (uterus only) - and essure coil removal surgical removal of coil(s)), surgery (partial salpingectomy to remove the protruding coil) and surgery (supracervical hysterectomy (uterus only) - and essure coil removal surgical removal of coil(s)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device expulsion, urinary tract infection, alopecia, nausea, seizure, dyspareunia, headache, fatigue, the last episode of dysgeusia, mood swings, acne, seborrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bipolar disorder, depression, migraine, dysmenorrhoea, vision blurred and pelvic adhesions had resolved, the fallopian tube perforation, embedded device, genital haemorrhage, vaginal infection, bone disorder and complication of device removal had not resolved, the uterine pain, abdominal pain, abdominal pain lower and pelvic pain was resolving and the cystitis, the last episode of hormone level abnormal, weight fluctuation, medical device site calcification and ovarian injury outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, bipolar disorder, bone disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device site calcification, menorrhagia, migraine, mood swings, nausea, ovarian injury, pelvic adhesions, pelvic pain, seborrhoea, seizure, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, the first episode of dysgeusia, the first episode of hormone level abnormal, the second episode of dysgeusia and the second episode of hormone level abnormal to be related to essure. The reporter commented: on (B)(6) 2008: essure insertion failed. (Endocavitary bleeding, the tubes were not fully visualized and the procedure was aborted); on (B)(6) 2008 this was introduced into the endometrial cavity without any difficulties. No abnormalities again were noted. Both tubal ostia were identified. The essure coils were deployed bilaterally, to the correct markings without any complications. On (B)(6) 2009: the essure coil was tented up and the adhesions m the corneal region were serially cauterized, thus releasing the essure coil and this was easily removed through the suprapubic trocar. No bleeding was noted at this point. Laparoscopy, tubal ligation done essure coil removal right side. At least three coils remain in plaintiff's fallopian tubes and she continues to suffer from the above symptoms. She was currently investigation her options for a removal of the remaining coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. On or about (B)(6) 2009, plaintiff underwent an hsg test. The hsg test revealed: (I) three separate inserts on the right side of plaintiff's pelvis and a single insert on the left; and (ii) showed complete tubal occlusion. On or about (B)(6) 2009, plaintiff underwent a laproscopy to evaluate the cause of her symptoms. During the procedure, physician found that one of the coils in her right fallopian tube had perforated through and adhered to uterine wall. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, uterine pain, urinary tract infection, complication of device removal most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "hormonal changes describe: mood swings, acne, oily skin, abnormal bleeding (vaginal), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: bipolar disorder, depression, migraines, migration of essure device location of device: device migrated from fallopian tubes to uterus, dysmenorrhea (cramping), vision/eye problems type: blurry vision, perforation (uterus), calcification of her skull, pelvic adhesions, damage to ovary", lot number, reporter, historical condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / right coil perforated uterus"), fallopian tube perforation ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall / migration of essure device- location of device : right coil"), embedded device ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall"), device expulsion ("migration of essure device location of device: device migrated from fallopian tubes to uterus") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three separate inserts on the right side of plaintiff's pelvis" and device difficult to use "least three coils remain in plaintiff's fallopian tubes". The patient's past medical history included multigravida, laparoscopy, ectopic pregnancy, d & c, cesarean section and miscarriage. Previously administered products included for an unreported indication: vicodin and oral contraceptive nos. Concurrent conditions included bipolar disorder. Family history included delivery. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2008, the patient experienced urinary tract infection ("urinary tract infections / infection (bladder/ urinary tract/vaginal) type: uti"), alopecia ("hair loss"), nausea ("nausea / nausea"), headache ("headaches;"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). In (B)(6) 2008, the patient experienced fatigue ("fatigue / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 4 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced the first episode of hormone level abnormal ("hormonal changes"), mood swings ("hormonal changes describe: mood swings"), acne ("acne") and seborrhoea ("oily skin"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infections"), uterine pain ("uterine pain"), the second episode of hormone level abnormal ("hormonal changes"), bone disorder ("calcification of her skull"), the first episode of dysgeusia ("metallic taste in her mouth / a metallic taste in her mouth"), seizure ("seizures"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), complication of device removal ("least three coils remain in plaintiff's fallopian tubes"), cystitis ("bladder infections"), pelvic pain ("pelvic pain / pain"), weight fluctuation ("weight fluctuation / weight gain/loss (specify which one) both her weight fluctuated"), the second episode of dysgeusia ("metallic taste in fer mounth"), medical device site calcification ("calcification"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), depression ("depression"), vision blurred ("vision/eye problems type: blurry vision"), pelvic adhesions ("pelvic adhesions") and ovarian injury ("damage to ovary"). The patient was treated with antibiotics, surgery (supracervical hysterectomy (uterus only) - and essure coil removal surgical removal of coil(s)), surgery (partial salpingectomy to remove the protruding coil) and surgery (supracervical hysterectomy (uterus only) - and essure coil removal surgical removal of coil(s)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device expulsion, urinary tract infection, alopecia, nausea, seizure, dyspareunia, headache, fatigue, the last episode of dysgeusia, mood swings, acne, seborrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bipolar disorder, depression, migraine, dysmenorrhoea, vision blurred and pelvic adhesions had resolved, the fallopian tube perforation, embedded device, genital haemorrhage, vaginal infection, the last episode of hormone level abnormal, bone disorder and complication of device removal had not resolved, the uterine pain, abdominal pain, abdominal pain lower and pelvic pain was resolving and the cystitis, weight fluctuation, medical device site calcification and ovarian injury outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, bipolar disorder, bone disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device site calcification, menorrhagia, migraine, mood swings, nausea, ovarian injury, pelvic adhesions, pelvic pain, seborrhoea, seizure, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, the first episode of dysgeusia, the first episode of hormone level abnormal, the second episode of dysgeusia and the second episode of hormone level abnormal to be related to essure. The reporter commented: on (B)(6) 2008: essure insertion failed. (Endocavitary bleeding, the tubes were not fully visualized and the procedure was aborted); on (B)(6) 2008 this was introduced into the endometrial cavity without any difficulties. No abnormalities again were noted. Both tubal ostia were identified. The essure coils were deployed bilaterally, to the correct markings without any complications. On (B)(6) 2009: the essure coil was tented up and the adhesions m the corneal region were serially cauterized, thus releasing the essure coil and this was easily removed through the suprapubic trocar. No bleeding was noted at this point. Laparoscopy, tubal ligation done essure coil removal right side. At least three coils remain in plaintiff's fallopian tubes and she continues to suffer from the above symptoms. She was currently investigation her options for a removal of the remaining coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. On or about (B)(6) 2009, plaintiff underwent an hsg test. The hsg test revealed: (I) three separate inserts on the right side of plaintiff's pelvis and a single insert on the left; and (ii) showed complete tubal occlusion. On or about (B)(6) 2009, plaintiff underwent a laproscopy to evaluate the cause of her symptoms. During the procedure, physician found that one of the coils in her right fallopian tube had perforated through and adhered to uterine wall. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, uterine pain, urinary tract infection, complication of device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / right coil perforated uterus"), fallopian tube perforation ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall / migration of essure device- location of device : right coil"), embedded device ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall"), device expulsion ("migration of essure device location of device: device migrated from fallopian tubes to uterus") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three separate inserts on the right side of plaintiff's pelvis" and device difficult to use "least three coils remain in plaintiff's fallopian tubes". The patient's past medical history included multigravida, laparoscopy, ectopic pregnancy, d & c, cesarean section and miscarriage. Previously administered products included for an unreported indication: vicodin and oral contraceptive nos. Concurrent conditions included bipolar disorder. Family history included delivery. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 4 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced urinary tract infection ("urinary tract infections / infection (bladder/ urinary tract/vaginal) type: uti"), alopecia ("hair loss"), nausea ("nausea / nausea"), headache ("headaches;"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). In (B)(6) 2008, the patient experienced fatigue ("fatigue / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced the first episode of hormone level abnormal ("hormonal changes"), mood swings ("hormonal changes describe: mood swings"), acne ("acne") and seborrhoea ("oily skin"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infections"), uterine pain ("uterine pain"), the second episode of hormone level abnormal ("hormonal changes"), bone disorder ("calcification of her skull"), the first episode of dysgeusia ("metallic taste in her mouth / a metallic taste in her mouth"), seizure ("seizures"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), complication of device removal ("least three coils remain in plaintiff's fallopian tubes"), cystitis ("bladder infections"), pelvic pain ("pelvic pain / pain"), weight fluctuation ("weight fluctuation / weight gain/loss (specify which one) both her weight fluctuated"), the second episode of dysgeusia ("metallic taste in fer mouth"), medical device site calcification ("calcification"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), depression ("depression"), vision blurred ("vision/eye problems type: blurry vision"), pelvic adhesions ("pelvic adhesions") and ovarian injury ("damage to ovary"). The patient was treated with antibiotics, supracervical hysterectomy (uterus only) - and essure coil removal surgical removal of coil(s), partial salpingectomy to remove the protruding coil) and - essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device expulsion, urinary tract infection, alopecia, nausea, seizure, dyspareunia, headache, fatigue, the last episode of dysgeusia, mood swings, acne, seborrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bipolar disorder, depression, migraine, dysmenorrhoea, vision blurred and pelvic adhesions had resolved, the fallopian tube perforation, embedded device, genital haemorrhage, vaginal infection, the last episode of hormone level abnormal, bone disorder and complication of device removal had not resolved, the uterine pain, abdominal pain, abdominal pain lower and pelvic pain was resolving and the cystitis, weight fluctuation, medical device site calcification and ovarian injury outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, bipolar disorder, bone disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device site calcification, menorrhagia, migraine, mood swings, nausea, ovarian injury, pelvic adhesions, pelvic pain, seborrhoea, seizure, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, the first episode of dysgeusia, the first episode of hormone level abnormal, the second episode of dysgeusia and the second episode of hormone level abnormal to be related to essure. The reporter commented: on (B)(6) 2008: essure insertion failed. (Endocavitary bleeding, the tubes were not fully visualized and the procedure was aborted); on (B)(6) 2008 this was introduced into the endometrial cavity without any difficulties. No abnormalities again were noted. Both tubal ostia were identified. The essure coils were deployed bilaterally, to the correct markings without any complications. On (B)(6) 2009: the essure coil was tented up and the adhesions m the corneal region were serially cauterized, thus releasing the essure coil and this was easily removed through the suprapubic trocar. No bleeding was noted at this point. Laparoscopy, tubal ligation done essure coil removal right side. At least three coils remain in plaintiff's fallopian tubes and she continues to suffer from the above symptoms. She was currently investigation her options for a removal of the remaining coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. On or about (B)(6) 2009, plaintiff underwent an hsg test. The hsg test revealed: (I) three separate inserts on the right side of plaintiff's pelvis and a single insert on the left; and (ii) showed complete tubal occlusion. On or about (B)(6) 2009, plaintiff underwent a laproscopy to evaluate the cause of her symptoms. During the procedure, physician found that one of the coils in her right fallopian tube had perforated through and adhered to uterine wall. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, uterine pain, urinary tract infection, complication of device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: update of quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall") and embedded device ("one of the coils in her right fallopian tube had perforated through and adhered to uterine wall") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three separate inserts on the right side of plaintiff's pelvis" and device difficult to use "least three coils remain in plaintiff's fallopian tubes". The patient's past medical history included pregnancy multiple, laparoscopy, ectopic pregnancy, d & c, cesarean section and miscarriage. Concurrent conditions included bipolar disorder. Family history included delivery. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections"), uterine pain ("uterine pain"), alopecia ("hair loss"), the first episode of hormone level abnormal ("hormonal changes"), nausea ("nausea"), skull x-ray abnormal ("calcification of her skull"), the first episode of dysgeusia ("metallic taste in her mouth"), seizure ("seizures"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), complication of device removal ("least three coils remain in plaintiff's fallopian tubes"), cystitis ("bladder infections"), pelvic pain ("pelvic pain"), the second episode of hormone level abnormal ("hormonal changes"), weight fluctuation ("weight fluctuation"), headache ("headaches;"), fatigue ("fatigue;"), the second episode of dysgeusia ("metallic taste in fer mounth") and medical device site calcification ("calcification"). The patient was treated with antibiotics and surgery (partial salpingectomy to remove the protruding coil). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, embedded device, urinary tract infection, vaginal infection, uterine pain, alopecia, nausea, skull x-ray abnormal, seizure, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia and complication of device removal had not resolved and the cystitis, pelvic pain, the last episode of hormone level abnormal, weight fluctuation, headache, fatigue, the last episode of dysgeusia and medical device site calcification outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, medical device site calcification, nausea, pelvic pain, seizure, skull x-ray abnormal, urinary tract infection, uterine pain, vaginal infection, weight fluctuation, the first episode of dysgeusia, the first episode of hormone level abnormal, the second episode of dysgeusia and the second episode of hormone level abnormal to be related to essure. The reporter commented: on (B)(6) 2008: essure insertion failed. (Endocavitary bleeding, the tubes were not fully visualized and the procedure was aborted); on (B)(6) 2008 this was introduced into the endometrial cavity without any difficulties. No abnormalities again were noted. Both tubal ostia were identified. The essure coils were deployed bilaterally, to the correct markings without any complications. On (B)(6) 2009: the essure coil was tented up and the adhesions m the corneal region were serially cauterized, thus releasing the essure coil and this was easily removed through the suprapubic trocar. No bleeding was noted at this point. Laparoscopy, tubal ligation done essure coil removal right side. At least three coils remain in plaintiff's fallopian tubes and she continues to suffer from the above symptoms. She was currently investigation her options for a removal of the remaining coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. On or about (B)(6) 2009, plaintiff underwent an hsg test. The hsg test revealed: (I) three separate inserts on the right side of plaintiff's pelvis and a single insert on the left; and (ii) showed complete tubal occlusion. On or about (B)(6) 2009, plaintiff underwent a laproscopy to evaluate the cause of her symptoms. During the procedure, physician found that one of the coils in her right fallopian tube had perforated through and adhered to uterine wall. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, uterine pain, urinary tract infection, complication of device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records: new reporter added; patient's relevant history and lab tests added. Date of essure removal added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.